Event description:
An account stated that they damaged the power cord while moving the bed. Causing the grounding plug to break off. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.